Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient alleges uncomfortable symptoms of dizziness and headaches and feels these events are related to the device. The customer self-reported that the foam may cause cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device information has been corrected in this report. In this report, box b, d has been updated/corrected.